Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-13398. It was reported an infection was present at the trial lead site. As a result, the patient underwent surgical intervention during which the leads were explanted and the patient was placed on antibiotics.